Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed a "trend of higher impedances" and the patient had received multiple inappropriate therapies. A lead fracture is suspected. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.